Manufacturer narrative:
Examination of the returned instrument confirms the complaint of tip breakage. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. The complaint sample was manufactured in november of 2009; prior to the changes. Health hazard evaluations (B)(4) in march 2009 and (B)(4) in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The type of this complaint is instrument breakage. Anterior tha took place on (B)(6) by use of corail. After the surgery, it turned out the anterior inserter shaft broke when the surgeon inserted the corail stem with the product in question. During the surgery, the surgeon did not notice the breakage. X-ray photos taken after the surgery show that the broken part remains in the inserted corail stem. The surgery was complete without any delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.